Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received an occlusion alert. The tubing was tested, no kinks or bubbles were found, and insulin delivery was successfully resumed. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.